Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed. The actual device involved was returned and is currently under eval.

Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.